Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reports painful non-auditory sensations when wearing the audio processor. For the last months she was not able to use the device anymore.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient's hearing performance decreased, and pain was experienced. A technical implant failure in early stage seems to be the cause of the reported symptoms. In situ measurements show an increased ground path impedance (gpi) which is likely caused by bone growth around the reference electrode contacts. However, this was already present in 2011 and did not cause any problems so far. In addition, the most basal channel shows hi impedance for undetermined reasons. To confirm an exact root cause investigation on the explanted device would be necessary.

Event description:
The recipient reports painful non-auditory sensations when wearing the audio processor. For the last months she was not able to use the device anymore.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect which is expected to have been present whilst implanted. Damages found during investigation are attributable to the removal surgery. According to the available information, the reported problems were possibly due to unspecified clinical reasons, as they appeared several years after implantation and no technical malfunction could be identified which would explain the observed issues. In situ measurements have shown an increased ground path impedance (gpi) over time, which was likely caused by bone growth around the reference electrode contacts. However, this result had been present since 2011 and had not caused any problem in the previous years. In addition, the most basal channel showed high impedance for undetermined reasons.this is a final report.

Event description:
The recipient reported painful non-auditory sensations when wearing the audio processor. For few months (late 2019/early 2020) the recipient was not able to use the device anymore. According to the measurements and history report, the first report of pain and decrase hearing was in march 2019. In july 2019 the external coil was exchanged without improvements. The device has not been used at all since beginning of 2020.the user has been reimplanted on (B)(6) 2020. The user had her first activation of the new device on (B)(6) 2021. The unpleasant feelings and pain are gone and the user is doing fine with the new device.